Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the proglide instructions for use as a potential complication associated with the use of suture-mediated closure devices. In the absence of device returned for analysis or a specific failure mode reported, a conclusive cause for the reported event could not be determined. The reported patient effect of occlusion is a known inherent risk of the procedure and the treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that sutures of two proglide devices were pre-placed in an unspecified artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. The aaa procedure was completed. Reportedly, there was no pulse in the limb. A cut down was performed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.